Event description:
Customer called lfs in 2002 alleging that their meter would not power off. The customer did not report any symptoms or medical care beyond home treatment. No adverse events or serious injury occurred. The meter had the initial "888" symbols, that normally appear when the meter is turned on, stuck on the meter display. The ccr walked customer through removing the test strip from meter, or pressing the m button and the meter will not power off. Due to the meter not powering off, the customer would be unable to turn the meter off and turn it back on to begin a new test. Ccr replaced their meter.